Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) begins to smell like burning plastic after being charged for longer than 45 minutes and the battery also loses charge within 6-8 hours.